Event description:
Customer reported that she experienced high blood glucose of 430, 454 and 475 mg/dl. Customer stated she was traveling and was treating with manual injection and bolus with the insulin pump and it would not go down. During troubleshoot; it was stated the drive support cap is recessed. No insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Customer stated that the reservoir had small and large air bubbles. No delivery alarm occurred during troubleshoot for air bubbles. Customer removed the infusion set and the cannula was bent, she also changed out the reservoirs and one had blood. Customer stated the insulin pump was not rewound with a reservoir in place. Bubbles are no longer visible after fixed prime. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.